Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred during bolus delivery. System check could not be performed with tandem technical support, as the occlusion alarms occurred in the past. Customer reverted to manual injections for insulin therapy. Customer's blood glucose level was 420 mg/dl.